Manufacturer narrative:
This report is submitted on january 24, 2018, (B)(4).

Event description:
Per the clinic, the patient underwent revision surgery (date not reported ) to excise skin at abutment site due to skin overgrowth. Subsequently, the patient was administered topical antibiotics and steroids.